Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during a stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of stricture due to esophageal cancer. During the procedure, the physician advanced the delivery system to the site of the stricture. The physician attempted to deploy the stent, however, the stent was unable to be deployed at all inside of the patient. The device was removed from the patient and the physician attempted to deploy the stent (outside the patient) and the stent would not deploy at all. The procedure was completed with another ultraflex esophageal covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the stent was received partially deployed, this is now considered a reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 7mm. No issues were noted with the profile of the device. During a functional analysis, it was possible to retract the remainder of the deployment suture and deploy the stent without issue. No issues were noted with the deployed stent or with the shaft of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.